Manufacturer narrative:
(B)(4). Additional information: batch # m5351l. The analysis results found that the ntlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastrectomy, staples of the distal end which were deployed on the part of no tissue were formed in lumbricoid shape at the second firing on the stomach. The staple height was blue. Additional suture was performed to complete the case. The deployed staples of the gastric body seemed to be no problem by sight. There were no adverse consequences to the patient.